Manufacturer narrative:
A complete analysis and testing of the insulin pump showed, that it was functioning properly. And passed all functional testing. After testing, it was concluded, that the device operated within specifications. Following our receipt of the one partial returned used sensor, one needle hub not returned. And performed a visual inspection. Inspected for physical damage visually (no microscope) and none was noted. Also found, the sensor flex not bent. Then performed continuity resistance test to verify, (open trace) electrical interruption in the sensor circuit. And sensor passed, per specification. Performed bicarbonate buffer test and sensor passed, per specifications. See attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced sensor updating/sg not available alert, bent sensor, discrepancy between sensor glucose values and blood glucose values, calibration error/calibration not accepted alert. The customer reported, no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed. And confirmed, customer received the reported issue discrepancy between sensor glucose values and blood glucose values, sensor updating /sg value not available alert, bent sensor and calibration not accepted alert. Insulin delivery was suspended, due to difference between sensor glucose values and blood glucose values. Advised to replace sensor, as behavior has been occurring, longer than 3 hours. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. It was unknown, whether continued using the device or not. Mmt-7040ma was requested. And customer response was, the device will be returned.